Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but it was too proximal. The physician removed this device from the patient and then attempted a 35mm wds. The new closure device was deployed in the patient but there was a large gap still present. The physician chose another 40mm wds and continued the procedure. The closure device was deployed in the patient in an ideal position. The physician was checking the other release criteria when the patient's blood pressure dropped, and a pericardial effusion was discovered. The patient was given blood pressure medication and protamine. The patient's blood pressure then remained stable. The physician performed a pericardiocentesis, but the effusion was not resolving. The patient was then taken to surgery where the effusion was treated, and perforation was repaired. During surgery the patient also had their appendage clipped. The pericardial effusion resolved, and the patient is expected to make a full recovery from this event.